Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to the burning of this lead along with the right ventricular (rv) lead which was possibly due to the damage that occurred during laser the rv lead. This ra lead was replaced with different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to the burning of this lead along with the right ventricular (rv) lead which was possibly due to the damage that occurred during laser the rv lead. This ra lead was replaced with different model and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.